Event description:
It was reported that the patient presented in ER after experiencing multiple hv therapies for a vt/vf storm. An alert for over current detection was observed. The patient had syncopal episodes. Further interrogation revealed that at least one charge was aborted due to the high voltage lead issue. The device and lead were explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
The reported field event of possible hv lead anomaly was confirmed during device interrogation. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the field event was a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.